Event description:
During a posterior cervical fusion from c1-c2, the surgeon removed the 18 mm screw. After the removal, the screw was found disassembled on the back table. No injury to the patient and no surgical delay.

Manufacturer narrative:
Manufacture date is unknown, pending review of product. Nvestigation is pending.